Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after fixating the atrial leadless pacemaker (lp), it was noted that the lp exhibited a separation failure. The lp was not used. The patient was in stable condition.

Manufacturer narrative:
B5 should state that the issue noted was separation failure and h6 medical device problem code should be "2547, separation failure".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after fixating the atrial leadless pacemaker (lp), it was noted that the lp exhibited a docking issue. The lp was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of docking issue was not confirmed. Visual inspection of the device found no anomaly on the inner or outer helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.